Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the lower right back. It was noted that the patient also had rashes not close to the ipg. The infection was believed to be not device related nor procedure related. The patient was prescribed antibiotics and underwent an explant procedure.